Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer disconnect the phone call. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved resolved - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results of 90, 97 and 102 mg/dl fasting and 103 and 87 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 160 - 180 mg/dl; the customer's expected non-fasting blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; the customer had difficulty obtaining a blood sample and had disconnected the call. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 07/25/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer adjusted lancet device from a 3 to a 5. And customer adjusted meter's position from horizontal position while testing to a vertical position. Customer was having difficulty obtaining blood sample while conducting a back to back blood test. Customer became vulgar and disconnected call. I contacted customer back left message with customer unable to establish connection with customer due to customer's phone call reception was not well.